Event description:
It was reported that the procedure was to treat a right internal carotid. The emboshield nav6 was placed successfully. At the end of the procedure, the retrieval catheter was attempted to be advanced over the wire, but resistance was noted at the rapid exchange (rx) notch, and could not be fully advanced. The retrieval catheter was re-advanced three times, but was unable to cross the rx notch. There was no resistance noted during removal. It was noted that the device was flushed successfully during preparation. A new retrieval catheter was used to retrieve the filter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.